Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 11 june 2025, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The sensor replacement alert was first presented to the customer on (B)(6) 2025, day 111 after insertion. The sensor was tested in-house; the investigation analysis was inconclusive due to a significant portion of missing hydrogel over the optics. The hydrogel is most likely to have been damaged during the removal procedure due to excessive force applied by the removal clamps and is not related to the customer's issue. The in-vivo data confirms the complaint with diminished signal throughout the insertion period. The system correctly disabled the sensor when it detected the performance failure, and the system's self-test functions were working normally. The root cause of the performance failure was due to the sensor's hydrogel oxidation. The user was offered a sensor replacement as a resolution. B4. Date of this report: 08 sept 2025. G3. Date received by the manufacturer? 08 sept 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3231. H6. Investigation conclusions updated to 4307.